Manufacturer narrative:
UDI= (B)(4). Additional information was received that the high impedances were found a few minutes after the permanent implant procedure. The patient was taken back to the operating room on the same day where they replaced the lead and the lead splitter. Sc-2316-50/(B)(4): device evaluation indicated that the lead complaint was not confirmed. Visual and x-ray inspections found no anomalies except that the lead was cleanly cut. The proximal end portion of the lead was not returned. Electrical tests could not be performed due to broken cables. Damage to the lead is a result of a typical explant procedure and it is not considered a failure. Sc-3400-(B)(4): device evaluation indicated that the lead splitter passed all tests including visual/x-ray/borescope inspection, impedance, diameter, and electrode pitch tests. Device exhibits normal device characteristics.

Event description:
A report was received that the patient was experiencing loss of stimulation following an implant procedure. It was noted that the patient had very high impedances. Database analysis confirmed high impedances on 4 contacts in port c and all 8 contacts in port d. Device malfunction was suspected in the lead and splitter. The patient underwent a replacement procedure wherein the lead and splitter were replaced.

Manufacturer narrative:
(B)(4). Additional suspect medical device components involved in the event: model #: sc-2316-50, serial #: (B)(4), description infinion 1x16 perc lead kit-50 cm. Model #: sc-3400-30, serial #: (B)(4), description: infinion splitter 2x8 kit (30 cm). Model #: sc-4316, lot #: 18670319, description: next generation anchor kit-sterile.

Event description:
A report was received that the patient was experiencing loss of stimulation following an implant procedure. It was noted that the patient had very high impedances. Database analysis confirmed high impedances on 4 contacts in port c and all 8 contacts in port d. Device malfunction was suspected in the lead and splitter. The patient underwent a replacement procedure wherein the lead and splitter were replaced.